Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager confirmed the incorrect treatment was delivered to the patient and completed a status record to specifications. During the on-site investigation, the territory manager tested the system and found no problems. He completed a full system verification to specifications. A log file review for the date of this patient's surgery was not possible because the surgeon did not provide a date of surgery. No clinical information/patient data was provided to address/investigate the reported issue. The site reported a treatment of +2.25d in cylinder, when treatment was supposed to be -2.25d. Nonetheless, the surgeon has indicated that the patient was not harmed or injured by the event. No patient records were available to conduct a complete clinical investigation, therefore, the reported complaint of an unexpected post operative refraction could not be confirmed or denied. Nonetheless, technical investigation on-site determined that the laser performed within specifications and that the operator inadvertently entered the wrong data. Conclusion: based on the results of the investigation, the root cause of this event was a data entry error. (B) (4)

Event description:
Adverse event: [1] induced astigmatism. An ophthalmic technician reports a patient was treated with the incorrect treatment plan. The treatment plan entered was +2.25 cylinder and it should have been -2.25. The ophthalmic technician speaking on authority from the surgeon indicated the surgeon does not have any concerns of harm or injury being caused by the laser, it was just an unfortunate data entry error. The surgeon declined to provide any patient records and no other information has been provided.